Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their pump screen has some scuffs that make it hard to read. The customer states the device needs to be in the right angle and lighting for the details to be seen on the screen. The customer states they have had high blood glucose levels ever since their endocrinologist made pump changes. The customer's blood glucose level at the time of incident was unknown. The customer states they would try and resolved the screen issue first and call back if issues remain. The customer declined to troubleshoot for the high blood glucose.